Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoots the device did calibration and unit pass. As a resolution the customer order a turbine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator turbine make loud noise while running then stops running and comes back on again. As of this time there is no information about patient involvement associated with this reported event

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoots the device did calibration and unit pass. As a resolution the customer order a turbine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator turbine make loud noise while running then stops running and comes back on again. As of this time there is no information about patient involvement associated with this reported event